Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. The pigtail and ac adapter lemo connector do not connect all the way due to the ac adapter lemo connector being damaged. The ac adapter lemo connector's housing had signs of physical damage and was missing the c-shaped spacer on the connector groove slot. The ac adapter lemo connect pin 1,2,3,4 and 5 were burnt. Carefusion scrapped the defective component after failure analysis.

Event description:
It was reported to carefusion that the customer was unable to connect the pigtail to the ac adapter. While in service it was discovered that there were burnt components. This reportable issue was discovered while in service, therefore there was no patient involvement.